Event description:
As reported by the user facility: "IV being started in the ER, the clip stayed in the middle of the stylet and did not cover the tip. Nurse received a needle stick. No specifics available. Testing on the nurse to date negative."